Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there were 2 instances of the extension tube damaged on second day of penetration causing leakage.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7300724. Our records show that this is the second instance of a damaged tubing occurring in this batch saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: our engineer reviewed the photograph submitted by the facility, and based on the level of damage seen in the photo can only be accomplished through the use of a sharp object. Root cause description: based on their observations, the root cause for this complaint could not be determined to be related to the manufacturing process. Rationale: bd will continue to track and trend for this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there were 2 instances of the extension tube damaged on second day of penetration causing leakage.